Manufacturer narrative:
Device deemed reportable on september 27, 2019. Initial reporter is company representative. Investigation summary: visual inspection: the 2.4 mm universal drill guide (p/n: 323.202, lot # 8153825) was returned and received. Upon visual inspection, it was observed that the device is bent. Rest of the device showed no signs of damage. Device failure/defect identified? Yes. Service & repair evaluation: the customer reported the device was missing a piece. The repair technician reported the device not in spec. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture drawings, reflecting the current and manufactured revision were reviewed. No findings. Complaint confirmed? Yes, the device received is bent. Hence confirming the allegation. Conclusion: the complaint is confirmed as the 2.4 mm universal drill guide (p/n: 323.202, lot # 8153825) was received bent at service and repair. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 323.202. Lot: 8153825. Manufacturing site: (B)(4). Release to warehouse date: 20.nov.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection it was observed that the universal drill guide was missing a piece. There was no patient involvement. This is report 1 of 1 for (B)(4).